Manufacturer narrative:
Investigation will be started as soon as the returned device is received.

Event description:
At the time of giving the pack to the surgeon, the nurse found that the paper on the top of the pack was poorly bonded and therefore not sterile.

Event description:
At the time of giving the pack to the surgeon, the nurse found that the paper on the top of the pack was poorly bonded and therefore not sterile.

Manufacturer narrative:
Visual inspection of the returned pack revealed excessive seal creep which compromised the seal integrity. Further investigation revealed that the creep is caused by tension on the tyvek lid as a result of incorrect positioning of the packs content. Incorrect positioning of the trocar set caused the vitrectome to shift to a position above the cartridge, resulting in stress on the tyvek lid. In combination with the vacuum pulse during the sterilization process, the stress led to excessive creep and compromised seal integrity. In a review of complaint history, this is determined to be the first instance of such a failure. The risk management file for this family products includes consideration of this failure mode. This is listed under 'production', subject 'article placement in pack' of the fmea (excerpt and front-sheet enclosed). The hazard and harm associated with this failure is consistent with that experienced in this case. The frequency associated with this failure mode is "1", which is "improbable". Given that to date only one incidence of this issue has occurred in approx 1,039,000 instruments sold, the risk / benefit of this product is considered by dorc to be consistent with the risk management file, and continues to support distribution of the product in market.

Manufacturer narrative:
Investigation will be started as soon as the returned device is received. Follow up 11 april 2019: due to transport issues the affected device was only recently received. Investigation is started. - attachment: [mir_47900 follow up report_signed.pdf].

Event description:
At the time of giving the pack to the surgeon, the nurse found that the paper on the top of the pack was poorly bonded and therefore not sterile.